Event description:
This pt is a soft contact lens wearer-developed fusarium keratitis. Solutions: renu multipurpose until 4/11/2006, his contact lens fell out, he used tap water to clean his lens before putting it back on. The same night, he started using renu moistureloc# gj5059, 6832101. He woke up with severe pain next morning. He self medicated with zymar until 4/13/2006 when he went to see an ophthalmologist and he was referred to us on 04/14/2006. Cornea culture was positive on 4/17/2006 for fusarium sp. Lens: focus disposable q month. Slept with them 1/1-2 month. Last time was >1 mo ago.